Event description:
It was reported that the user contacted support for assistance with an infusion set and cartridge change on an ilet system using a steel infusion set, and was guided through removing the old set, rewinding, replacing the cartridge and connector, priming the tubing, applying a new infusion set, and filling the cannula; later the user reported glucose around 200 mg/dl after eating fried food and believed they had returned to range. Symptoms included hyperglycemia. Outcomes included no alerts, no alarms, no hospitalization, and successful completion of troubleshooting and education. Investigation included technical support troubleshooting and user education regarding infusion set and cartridge replacement. Investigation of this case revealed no device malfunction or component failure and an unclear cause of hyperglycemia, with possible contribution from recent meal content. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.